Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead connector was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when trying to connect the imaging system to the navigation system there is not communication. The site stated that the network port (bulkhead connector) on the navigation system was damaged. There was no patient present.

Manufacturer narrative:
Additional information was received. Initial reporter was updated.